Event description:
Related manufacturer reference number: 2017865-2022-13315. It was reported that the patient presented for revision of the right ventricular (rv) and right atrial (ra) leads due to an unknown malfunction. Upon attempted revision of the ra lead, the ra lead perforated and exhibited tamponade. Open sternotomy and pericardiocentesis were performed. The ra and rv leads were explanted. The patient's status was unknown.

Manufacturer narrative:
The reported event of unknown malfunction could not be confirmed. The lead was returned for analysis. Visual inspection found no anomalies except those sustained during procedure.

Event description:
New information noted the right ventricular and atrial leads were originally being explanted due to noise. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise could not be confirmed. The lead was returned for analysis. Visual inspection found no anomalies except those sustained during procedure.